Event description:
It was reported that contaminate was found in the vial. Contaminate was found in the vial prior to loading the radiopaque embolic bead 70-150 mic with chemotherapy agent. The vial/beads were not used in a procedure.

Manufacturer narrative:
Device analysis: returned product consisted of a lc bead shelf box and vial. The shelf box was opened prior to receipt. The vial was examined under a microscope and did confirm a fiber was in the vial which was consistent with the photo provided by the customer. The reported event of foreign matter in the vial was confirmed; however, the fiber was found to be acceptable per the certificate of analysis for this specific lot of beads.

Event description:
It was reported that contaminate was found in the vial. Contaminate was found in the vial prior to loading the radiopaque embolic bead 70-150 mic with chemotherapy agent. The vial/beads were not used in a procedure.